Manufacturer narrative:
Additional information: the physician was able to remove the piece for the vein using forceps. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Image analysis: two photos were received. The first photo appears to show damage to an rf stylet with part of the outer shaft missing. The second image appear to show the detached section of the rf stylet. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure involving the rf stylet, a piece of the stylet came off and had to be removed from the patient's leg. The fragment was successfully removed from the great saphenous vein. The lumen was flushed prior to use, and tumescent infiltration was utilized. No patient complications have been reported as a result of this event.